Manufacturer narrative:
Device received compromised force sensor system alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm noted. No unexpected battery power loss anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received unexpected restart and a cold reset was performed as well as motor error alarm and battery out limit alarm. The customer¿s blood glucose level was 392 mg/dl. Customer did not reported the motor position encoder error alarm. Customer stated that the drive support cap was normal. Customer was assisted in performing insulin pump rewind. Customer was not able to complete insulin pump rewind due to insulin pump alarm. Troubleshooting was performed. Advised to remove insulin pump battery to prevent continued alarms. Advised to discontinue use of the insulin pump and recommended customer refer to back up plan. Insulin pump will be returned for analysis.